Event description:
It was alleged by the patient's attorney: "following an anterior repair and a posterior repair performed in 2007, the patient experienced mental and physical pain and suffering, permanent injury, physical deformity, loss of a bodily organ system and has undergone or will undergo corrective surgery or surgeries." An inquiry was forwarded to the patient's physician who responded that all inquiries concerning this product should be forwarded to his attorney. The patient's attorney provided the patient's implant card. The diagnosis and type of treatment of this specific patient is not known to us.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Complaint # (B)(4). Per additional information received, the patient has experienced cystocele, rectocele, vaginal tinea, candidiasis, groin pain, abdominal pain, gravida 3, para 3, pelvic pain, dyspareunia, post-coital spotting, urinary incontinence, urgency, splint to void, post-void dribbling, frequency, nocturia, sexual dysfunction, algoneurodystrophy, granulation tissue, mesh erosion at apex associated w/anterior mesh; tenderness palpation along posterior vaginal wall areas, vaginal walls "stiff"; mild levator ani spasm, hematuria, leaks w/valsalva and w/urge, able to stop flow w/urge; positive stress test (urinary), detrusor overactivity, elevated post-void residual, mixed stress incontinence, back pain, vaginal burning/itching, bilateral inguinal erythema w/satellite lesions, foreshortened vagina, mesh arms appeared tight tethered to sacrospinous ligaments, proctotomy, vagina-fibrosis, inflammation, giant cell reaction to synthetic mesh; left groin pain, reddish-brown discharge near rectal area, glucose intolerance, dysuria, burning sensation w/ urination, abnormal weight gain, uti-escherichia coli, pain, "recurrence," bleeding, infection, problems, organ perforation, vaginal scarring, loss of consortium, and "other."

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced anemia, constipation, urinary tract infections, fungal like resistant infection, hip joint pain, dyspareunia, rectal pain and diabetes. Patient was prescribed premarin cream and vesicare (for incontinence), but patient was hesitant to use premarin cream and no follow up to discuss use of vesicare noted in record.